Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing gablofen for intractable spasticity. It was reported that the healthcare provider (hcp) stated the patient thought they heard an alarm from the pump last week and also began to feel "tight". The hcp stated pump was read but they did not see a reason for the alarm. The hcp went to re-read the pump and stated the patient had stepped away and asked to call them back in 10 minutes. The manufacturer's technical services specialist (tss) called twice but only got vm and left a message to contact technical services.